Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'system error 345-thermistor disparity' was not reproduced. A review of the event history log (ehl) revealed system error 345 messages. The reported condition was verified. The cause of the condition was determined to be the out of calibration upstream thermistor and downstream thermistor. The ultrasonic sensor and the downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) upon device power up. The department where the event occurred was the intermediate. There was no patient involvement. No additional information is available.